Event description:
I received a computer generated prescription for betimol 0.5% opthalmic drops with the directions "instill 1 drop by opthalmic route every 2 days into right eye." The correct directions are 1 drop twice daily. If I had dispensed as written the pt would have had subtherapeutic levels. The office said "the computer thinks it knows what the right directions are", yet they still issue the rx incorrectly. I believe the software program is next gen. The prescriber is at the eye center of (B)(6), so should be aware of what the software is doing. (B)(4).